Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to sleep and when they woke up the intensity was set at 0 ma. The representative noted that the group was programmed to 9.2 ma; they programmed the patient's groups but didn't program the intensities for each position. It was unknown if the therapy change was related to a positional movement. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the rep turned off adaptive stimulation and issue had not happened since. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
The previous supplemental report's aware date of 2018-aug-30 was corrected to 2018-oct-01. If information is provided in the future, a supplemental report will be issued.